Event description:
Paramedics responded to a person experiencing a cerebral vascular accident. Reportedly, while attempting to monitor the patient the device turned off after being on for about 2 seconds. There were no adverse affects to the patient from the reported incident. Patient outcome was unknown.